Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were successfully implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unknown. It was reported that pre-operative CT's demonstrated a contained rupture, although the patient was asymptomatic. One day later the patient reportedly became hypotensive and complained of back pain. CT's demonstrated that the rupture had enlarged and the physician elected to lower the patient's blood pressure and re-evaluate 4 days later. It was reported that 4 days later , CT scan demonstrated no change in the aneurysm; however, it did reveal a small endoleak below the gate in the ipsilateral limb. It was reported that the endoleak looked like it originated from a small tear in the graft. It was reported that the physician stated that the tear might have been caused by over inflating the 16 mm balloon that was used during the procedure. An aneurx iliac extension cuff was successfully implanted with the previous deployed stent graft to seal the endoleak. No additional sequelae were reported and the patient is reported to be fine.